Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details is not available. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side rupture. The device remains implanted.